Manufacturer narrative:
On 1/15/2020, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the device, shell abrasion was noted on the anterior aspect. Also, a tear was observed within the shell abrasion measuring less than 0.1 cm. No other anomalies were observed. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with an unspecified saline implant and experienced postoperative left-sided deflation. As a result, the patient underwent removal and replacement with two 350cc mentor memorygel breast implants (catalog #:3503504bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2019.